Event description:
On (B)(6) 2006 patient presented with "neck pain, upper extremity pain, gait changes, and is grossly myopathic. MRI reveals herniated disks at all 4 levels with even a hypertrophied ligament behind the vertebral bodies. She is severely myopathic." Patient underwent anterior cervical discectomy and fusion (acdf) from c3-c7 using atlantis instrumentation and peek interbody cages with rhbmp-2/acs. The patient tolerated the procedure well and woke up without any complications. Postoperatively, the patient did well. The patient had complaints only of posterior neck pain. No dysphagia, hoarseness, no stridor or anxiety. The patient was up ambulating. There was no nausea, vomiting, or headache. The patient's wound was healing excellent with no abnormalities." On (B)(6) 2006 patient was admitted to hospital. The patient claimed that she started having more hoarseness and difficulty swallowing. She was readmitted for management and observation of problems. She had presented with hoarseness, and the patient claimed difficulty swallowing. The patient desired to try eating, and the patient was assessed to drink a full glass of ice water without coughing or gagging. The patient was then able to advance diet and actually did not go with soft diet but went to a full-fledged regular diet and was eating regular foods without dysphagia or abnormalities. On (B)(6) 2007 patient was seen by physician. Patient presented with "severe neck pain, which was progressive and chronic in nature. Multiple imaging studies were obtained [prior to visit] and she was found in (B)(6) 2006 to have a neck fracture. She then underwent an anterior cervical diskectomy and fusion at multiple levels in (B)(6) 2006 by outside surgeon. Postoperatively she reports that symptoms were no better. She continues to have pain in the same location, same distribution as prior to surgery. She describes the pain as sharp and has frequent headaches. The pain has been mainly located in the posterior aspect of the neck at the junction of the cervical and thoracic spine. She is feeling a fullness, which is worse in the morning upon awakening. She rarely has any radiation of pain into her extremities and she reports that with walking she occasionally falls and loses her balance. She has to look at her feet when she goes up the stairs. She denies any hand complaints. She has no difficulty with buttons. She has no difficulty opening jars. She has no difficulty writing and she denies any bowel or bladder incontinence." Imaging studies showed "continued cervical stenosis." Patient underwent posterior cervical fusion of c3 to t1 with instrumentation allograft with c4 through c7 laminectomies using master graft to aid bony fusion. The patient was in "no acute distress. Postoperatively the patient did quite well and remained neurologically intact but still remained with some decreased sensation throughout. In a similar distribution as prior to surgery. Postop day # 1, the patient was doing well and she was seen ambulating on the floor. Postop day # 1, the patient's drain was pulled and antibiotics were discontinued. The patient postoperative day # I was tolerating a regular diet and in minimal pain on po pain meds. The patient did well on postoperative day #1, and on postoperative day #2, was seen by physical therapy, which felt that she was appropriate for independent living at home. On postop day #2, the patient was discharged after being seen ambulating on the floor without assistance, and minimal pain on po pain meds. On (B)(6) 2008 patient was seen for follow up. Patient complained of significant neck pain as well as low back pain radiating into the left lower extremity. Shoulder surgery was recommended. On (B)(6) 2011 patient was seen for follow up. Main complaint was "right upper extremity paresthesias. She has been having some tingling and pain in the right hand and forearm intermittently, but now almost constantly for the last month."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "pain, limited mobility and [patient] constantly worried about needing another surgery."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.